Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving the patient inaccurate high readings as compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2012 at 10:00am, the patient obtained the alleged high readings which the reporter could not recall. The reporter stated, the patient manages her diabetes with insulin (unknown type and dose) and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Twenty minutes after the alleged issue occurred, the reporter claimed that the patient developed symptoms of being "shaky" and immediately after, self treated with food/drink. The cca noted that the reporter did not have the meter or the other testing supplies at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.